Manufacturer narrative:
This lead was surgically capped and abandoned, it will not be returned for analysis and, as such, the root cause of the clinical observations cannot be confirmed.

Event description:
Boston scientific crm received information that this lead exhibited loss of capture, loss of pacing and impedances greater than 2000 ohms. A lead fracture was suspected.